Event description:
It was reported that the ventilator generated multiple alarms during ventilation. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The issue was not reproduced during on-site visit. According to received service report, no part was replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The provided device's logs confirm occurrence of the issues during ventilation. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The logs show that the ventilator generated several alarms: peep low, check tubing, patient circuit disconnected, apnea, leakage too high, pressure delivery restricted, expiratory minute volume high, inspiratory tidal volume too high and respiratory rate low. Alarms will be generated when set alarms limits are exceeded, as per design to alert the operator about ongoing issues. Alarms are generated when a leak is detected, which can indicate either insufficient ventilation for the patient or no ventilation. According to the technician the pre-use check successfully passed during check up of the device. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The source of the leakage is unknown, hence the root cause has not been determined.